Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset and assisted the caller through the process. The error did not reappear after the reset, and the caller was advised to wait 20 minutes before starting a new sensor session, which the caller understood and acknowledged.